Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due to incontinence. Upon removal, the aus was noted to be empty. The device was removed and replaced. There were no additional patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff shell had wear at a fold. The cuff passed the leakage testing. The pump kink resistant tubing (krt) had a tear with a leak due to filament fatigue. The pump passed functional testing. The balloon was identified to be non-spherical and scaled on the shell. The balloon had a fluid leak from fatigue inside the scaling. The balloon was not functionally tested due to findings.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due to incontinence. Upon removal, the aus was noted to be empty. The device was removed and replaced. There were no additional patient complications.